Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed the reported symptom "multiple air in line alarms" through the history log review but was unable to reproduce. The unit passed all air in line testing and additional flow rate tests and was found to be within specification in relation to the air in line alarms. The device was calibrated to ensure proper occlusion detection.